Event description:
The end user reported approx two months ago she developed red not open solid red rash at 12 o'clock position. She reported itching with rash and over past two months it has spread to under entire tape collar scattered stress. She reported that it is splotchy.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reported that her physician is to call in an antifungal powder. The end user reported that she removes appliance and then cleanse her skin with germx hand sanitizer and allows drying then applies wafer. Reviewed and recommended skin care with the end user. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available a follow-up report will be submitted.